Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had experienced low blood glucose and also had over delivery. The customer¿s blood glucose level was 42 mg/dl and 102 mg/dl. The customer was treated with some juice. The customer had symptoms such as headache. The customer alleges insulin pump was over delivering as the active insulin appears to be more than the bolus delivered. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08695 inches. No over delivery anomaly noted during testing.